Manufacturer narrative:
Date of report: 21jun2019. Date received by manufacturer: 19jun2019. The customer confirmed that the ventilator alarmed led failed (e/c 1105). The customer reported that the fse replaced the front bezel while he was addressing the cracked enclosure issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25march2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The caller reported that the unit had light emitting diode (led) fail. It is unknown if the unit was in clinical use at the time the reported issue was discovered. No patient or user harm was reported. Event date not specified, estimate used.